Event description:
It was reported that prior to starting a da vinci surgical procedure, a ripped cable and chipped plastic fragment were identified on the maryland bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the yaw pulley had a piece broken off and missing under the conductor wire that measured approximately .024. A larger area was broken, preventing the manual movement of the input shafts making the grips unable to open / close properly. During testing, the instrument was placed on a system and the larger section measuring .284 broke off. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation was the conductor wire was broken. No material was missing. Failure analysis concluded the conductor wire broken when the yaw pulley was damaged. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing yaw pulley could likely cause or contribute to an adverse event if the failure mode were to recur.